Event description:
It was reported that prior to the implant, the device was interrogated while still in the box, and the device exhibited elective replacement indicator (eri) due to charge circuit timeout. The device was not used, and was interrogated once more at a later date, and continued to exhibit eri. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data has been collected from the device and was analyzed. Charge time: 4- patient alerts for excessive charge time and charge circuit timeout (B)(4) 2012 12:41:40 to (B)(4) 2012 12:03:04. Programmer data s2d file shows device reached eos on (B)(4) 2012, with lowest bv charge time = 30.75 sec. (B)(4).

Event description:
It was reported that prior to the implant, the device was interrogated while still in the box, and the device exhibited elective replacement indicator (eri) due to charge circuit timeout. The device was not used, and was interrogated once more at a later date, and continued to exhibit eri. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data has been collected from the device and was analyzed. Charge time: 4- patient alerts for excessive charge time and charge circuit timeout (B)(4) 2012 12:41:40 to (B)(4) 2012 12:03:04. Programmer data s2d file shows device reached eos on (B)(4) 2012, with lowest bv charge time = 30.75sec. The device was returned and analyzed. The device diode was found to be shorting and exhibited low resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.